Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the screen of insulin pump stuck at medtronic logo and buttons not responding. The customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that there was a crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No display anomaly noted. All buttons are functioning properly and the device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device was received with the case cracked behind the device near the battery compartment and cracked battery tube threads. Device was monitored and no frozen display noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.